Event description:
Patient reported the infusion device displayed an e10 cartridge error, and he removed and reinserted the battery. The infusion device then displayed an e8 power interrupt error, and the check button would not function. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E8 and e10 errors were found in the history list. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the pump electronics. The entered moisture also led to the triggering of different errors like e8 and e10. The button function was tested successfully and comply with the product specifications.